Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with a qdot micro catheter and the patient experienced complete heart block which required temporary pacemaker. Complete atrioventricular block occurred 15 seconds after avnrt ablation. A temporary pacemaker was placed. The patient required extended hospitalization. Patient¿s condition has improved. The physician's assessment of health hazard is non-serious (moderate/minor). Physician's comment regarding relationship between the event and the product is that this is a typical complication and is not related to the product. However, physician believes that it is procedure and patient related. The patient had a history of first-degree atrioventricular block and was at risk of progressing to complete heart block. There were no abnormalities observed prior to or during product use.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot: 31859564l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).